Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and clock monitor frequency error. The blood glucose at the time of the incident was 242 mg/dl. The customer states the pump froze and the screen went off. She also states the pump alarmed clock monitor frequency error. The customer treated for the blood glucose level with a manual injection. Troubleshooting was not completed because the customer did not have the device present. The device will not be returned for analysis.